Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to block a2 (date of birth), and below: upon review, a report for this patient and the boston scientific mesh device implanted (B)(6) 2014 has been filed under MFR report number 3005099803-2021-00042. Based on the (B)(6) 2021 report of pinnacle/pinnacle lite/uphold prolapse mesh implantation, three reports were sent, 3005099803-2021-07178 for a pinnacle, 3005099803-2021-07158 for a pinnacle lite, and 3005099803-2021-07163 for an uphold. However, upon review of the information in the record corresponding to previous report 3005099803-2021-00042, it was identified that only one boston scientific mesh device, a pinnacle lite, was implanted into the patient. Therefore, this report (3005099803-2021-07178) is a duplicate of 3005099803-2021-07158 (and previous report 3005099803-2021-00042).

Event description:
Note: multiple boston scientific mesh device names were provided for the device implanted in the patient. This report pertains to the pinnacle device. It was reported to boston scientific corporation that pinnacle/pinnacle lite/uphold prolapse mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panodol for the treatment of: bladder and back pain. Treatment duration: ongoing. On (B)(6) 2015 the patient commenced incontinence medication: incontinence pads for the treatment of: incontinence. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): oestrogen for the treatment of: vaginal dryness. Treatment duration: ongoing.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that pinnacle, pinnacle lite, and uphold prolapse meshes were implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panadol for the treatment of: bladder and back pain. Treatment duration: ongoing. On (B)(6) 2015 the patient commenced incontinence medication: incontinence pads for the treatment of: incontinence. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): oestrogen for the treatment of: vaginal dryness. Treatment duration: ongoing.